Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The device site exhibited pocket tenderness, redness, and oozing. There were no additional adverse patient effects reported. The ICD was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.